Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2016, the reporter called animas again and stated that the replacement pump had not yet been received. While on a back up plan, the patient has been experiencing high blood glucose values requiring initiation of an emergency protocol.

Manufacturer narrative:
Follow-up #2: date of submission 04/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings: a review of the pump¿s black box revealed several cs 052 alarm. The ez-prime steps were performed correctly and the pump alarmed with a cs sleep error during the 24 hour duration test. The original complaint was able to be duplicated. The pumps cover was removed and there was moisture corrosion found internally. Unrelated to the original complaint, the battery compartment was observed to be cracked.